Event description:
Twelve incidents of fiber blood leaks during treatment that resulted in a total blood loss of 100 ml for all incidents. There were no reports of pt injury or medical intervention. All dialyzers were pre-processed and re-processed using the echo automated processing system.